Manufacturer narrative:
Follow up 08-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality detect. Company causality comment: this is a spontaneous case report that refers to a female consumer who had to have her essure (fallopian tube occlusion insert) removed. Device removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. According to product technical complaint analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality detect. Further information has been requested.

Manufacturer narrative:
Follow up information received on 16-may-2016: no further information could be obtained, no contact information available. Company causality comment : this is a spontaneous case report that refers to a female consumer who had to have her essure (fallopian tube occlusion insert) removed. Device removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. According to product technical complaint analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality detect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she just had to get her essure removed on the day after the thanksgiving (unspecified date) and states that essure has caused her many other issues. Follow-up information identified on 07-jan-2016: no new information. Follow-up information identified on 07-jan-2016 via aol: no new information. Company causality comment: this is a spontaneous case report that refers to a female consumer who had to have her essure (fallopian tube occlusion insert) removed. Device removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.